Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implant with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s toes were curling, especially while sitting. The toe curling started over the last few days. The patient reported she was currently on program 1 at 2.0 v and if she decreased stimulation she didn¿t get therapy. The patient reported that they would leave the stimulation at 2.0 v for a few more days. The patient also reported inconsistent therapy; some days there was a lot of therapy and other days it was like before the implant. The patient reported that program 3 doesn¿t work and program 2 didn¿t work well during the trial. The patient also reported that the pocket site was painful, swollen and bruised. The patient reported that it seemed to be typical post-surgery symptoms. The patient reported that they were trained under anesthesia. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.